Manufacturer narrative:
(B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that tecnis toric intraocular lens (model zct225, +24.0 diopter) was explanted from patient¿s right eye in secondary procedure because of patient experiencing moderate blurry vision, unexpected post op refraction and pseudophakia. Reportedly model zct150, +25.5 diopter was used as replacement lens for the patient. Patient was recovering from the exchange. There was no incision enlargement. No further information provided.

Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: (B)(6) 2018. Device returned to manufacturer: yes device evaluation: the product was returned to the manufacturing site for evaluation. The product was inspected by a qualified final inspection operator using 12x magnification. It can be seen that the lens was damaged on both sides. The investigation does not suggest that the damage was produced during manufacturing. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.